Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline fault alarms were confirmed via log file analysis. The heartmate ii system controller (serial #: (B)(6) ) was not returned for analysis; however, a log file spanning approximately 11 days ((B)(6) 2020 ¿ (B)(6) 2020 per timestamp) was submitted for review. From (B)(6) 2020 at 05:53:42 ¿ (B)(6) 2020 at 08:28:58 there were intermittent driveline fault alarms that activated yellow wrench advisory alarms as well. Phase 1 of the driveline would be lower than compared to phases 2 and 3 during these alarms. These events would clear on their own. Pump operation was not affected. There were no other notable alarms in the log file. Additional information reported that heartmate ii system controller (serial #: (B)(6) ) would not be returned for evaluation. The root cause of the reported event was unable to be conclusively determined in this analysis. Although the root cause cannot be conclusively determined via the controller investigation, additional information submitted has indicated that since exchanging the system controller the driveline faults have re-occurred and the driveline faults should be monitored. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and quality assurance specifications prior to being ordered on 07oct2014. Heartmate ii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline fault alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient driveline faults starting on (B)(6) 2020. These occurred at times that the patient was using batteries. Upon review by technical services, the log file confirmed the driveline faults. Technical services requested that the patient have a controller exchange to determine if the driveline faults were authentic. The patient had a controller exchange and the alarms did not reappear.